Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that the mynxgrip vascular closure device jammed. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The access site stick location was at the medium level. The vessel diameter was verified to be 9 mm in diameter. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The vcd was inserted into the sheath ¿normally¿, the balloon was inflated, then the device was pulled back. The side port of sheath was open to check hemostasis, the sealant was then shuttled normally through sheath. Next an attempt was made to pull back the sheath; however, major resistance was encountered to remove the sheath, connect the vcd shuttle and handle. At this time, it was noticed when attempting to advance the advancer tube the sealant was inside the distal end of the sheath. The balloon was deflated, and closure was aborted. Manual pressure was applied for 30 minutes or less to the access site. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the introducer sheath pulled back against the shuttle handle. The advancer tube was engaged to the tamp lock as received. The syringe was connected to the device with the stopcock open. The sealant was not returned. The device was not returned in a jammed position. The condition of the returned device indicates that the device may have been manipulated during subsequent handling. The advancer tube was inspected at high magnification to determine whether there was damage to the advancer tube¿s distal end that may have contributed to the reported event. No damages or anomalies were observed. A device history record (DHR) review of lot f1803003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed through analysis without the return of the sealant. The root cause of the failure experienced by the customer could not be conclusively determined. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the issue reported. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device jammed. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The access site stick location was at the medium level. The vessel diameter was verified to be 9 mm in diameter. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The vcd was inserted into the sheath ¿normally¿, the balloon was inflated, then the device was pulled back. The side port of sheath was open to check hemostasis, the sealant was then shuttled normally through sheath. Next an attempt was made to pull back the sheath; however, major resistance was encountered to remove the sheath, connect the vcd shuttle and handle. At this time, it was noticed when attempting to advance the advancer tube the sealant was inside the distal end of the sheath. The balloon was deflated, and closure was aborted. Manual pressure was applied for 30 minutes or less to the access site. The patient's hospitalization was not extended. The patient was noted to have recovered.